Event description:
The event involved a primary plum set where it was reported there was leakage from the chemotherapy tubing (air vent hole of the set). Upon inspection, a small water droplet was found on the chair, resulting in chemotherapy spillage. Both the patient and the environment were contaminated. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device is not available for evaluation, however a photo was provided. Investigation pending.

Manufacturer narrative:
A photo was returned showing the drip chamber and vent plug juncture on the 14687-15 primary plum set. There appeared to be fluid below the vent plug juncture. No samples were returned for investigation. The reported complaint of leakage can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 13615164 was reviewed and no non conformities were found that would have led to the reported complaint. Updated information in g1.